Manufacturer narrative:
The maryland bipolar forceps was found to have a segment of the conductor wire dislodged and sticking out from the proximal clevis hole. A loop of wire is sticking out such that the wire protrudes above the outer surface on the distal end. The wire insulation was not damage, no thermal damage found, and the instrument passed an electrical continuity test. Root cause of dislodged conductor wire is attributed to attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps had the black rubber pully cable stretched. There was no report of patient involvement. Intuitive followed up with the initial reporter and obtained the following additional information: issue was identified prior to reprocessing. There was no damage noted during last procedure. The cable was still intact and no exposed wires were noted. There was no loss of cautery associated with the reported failure. No arcing was observed and no fragment fell inside the patient's anatomy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.